Event description:
Pt reports (via email dated 10/20/2006) that they received a "slight" brow lift in 2005, after which they experienced swelling to the forehead for approx two wks. The area returned to normal and there were no concerns until approx 16 months after operation. Around that time, the pt's forehead became slightly elevated and "squishy to the touch."

Manufacturer narrative:
The involved surgeon has been contacted and is unaware of the pt's reported complications. This is an ongoing investigation. Further info will be addressed in a follow-up report. MFR did not received form 3500a from user.